Event description:
Physician reported after injection in the nasolabial fold with juvederm ultra plus, that the pt experienced "a significant inflammatory process from sites of injection to lower eyelids". Pt was treated with a corticoid for 10 days and cephalexin, but no significant improvement was noted. Physician requested "exams that revealed only high levels of speed of hemodissemination". Physician then prescribed toragesic sl and "another non-hormonal anti-inflammatory" (as the pt was in second week of inflammatory process), with the outcome described as "significantly reduced edema" and a "palpable diffuse induration in the region."

Manufacturer narrative:
(B)(4).